Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the patient experienced a hyperglycemic event associated with a power issue with the pump. Reportedly, the patient had a blood glucose reading of 380 mg/dl with extreme and/or atypical thirst (polydypsia). It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted no evidence of moisture or corrosion in the pump. The troubleshooting session was unable to identify a cause for the reported power issue. The reported hyperglycemia did not meet the criteria for a serious injury. This complaint is being reported based on the allegation of a no power issue that was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 11/05/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found power on reset events on the complaint date and two days prior. The battery compartment was found to have cracked below the grip pad and moisture intrusion was found under the battery cap. The returned battery cap was able to fully tighten on to the pump and the pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. A leak test showed a leak where the battery compartment crack was located. Pump casing was opened and no additional evidence of moisture or loose components was found inside the pump. The reported power issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported power issue, it was observed that the display screen was dim and discolored.